Event description:
Patient developed discitis.

Manufacturer narrative:
Section a: patient identifier corresponds to manufacture customer feedback system. Weight of patient is not known to manufacturer. The investigation of this event were inconclusive as to the cause and/or contributing events. There was no apparent failure of the product to meet its specifications or failure to function as intended. There is no evidence that the infection is related to the procedure or devices. However, since the infection developed after treatment with axialif, this event is being reported in order to follow a conservative reporting strategy.